Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The device was received with normal telemetry and normal output, and at end-of-service battery level. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at the end-of-service (eos) voltage consistent with normal usage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
This report is to advise of an event observed during analysis.